Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function. The catheter/connector was not returned for analysis.

Event description:
It was reported that there was higher than expected volume in reservoir at refill appointment. The pump was replaced. It was added that when device was disconnected from the sutureless connector there was a piece of tissue inside the connector that may have been restricting flow from the port to the connector. Patient outcome was noted as recovered without sequel. Drug delivered via the device was morphine 10mg/ml at a daily dose of 7mg.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. Catheter: model 8590-1, lot# n 115785, implanted: 2007 (B)(6), explanted: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.